Event description:
During a left wrist arthroscopic debridement and debridement of the triangular fibrocartilage complex, an arthroscopic shaver blade "formula aggressive plus 2.5 mm" was used. The piece inside the shaver that rotates and cuts was missing. The physician did not find it in the pt. Fluoro xray was utilized to visualize the piece. It was not visualized on the fluoro at all. The sterile field was searched, mayo stands, drapes, and floor and the piece was never found. The piece was not inside the pt so the incision was closed. "Is the product compounded: no, is the product over-the-counter: no."